Manufacturer narrative:
Section h10: (h3) based on review of all available information, there is no evidence to suggest that the reported event is related to any design or manufacturing issues. The cause of surgical revision due to dislocation cannot be conclusively determined; however, it is most likely related to the patient¿s underlying condition. Scapular spine fractures after reverse total shoulder arthroplasty occur predominantly as a result of bony insufficiency. Section h11: *the following sections have corrected information: (b5) describe event or problem: as reported, approximately 7 years post op the reverse tsa, this patient's right shoulder was revised due to dislocation and scapular spine fracture. There were no reported issues during the revision surgical procedure. Devices will not be returned per hospital policy. The patient was last known to be in stable condition following the event. Patient demographic information is reported as unknown. No additional information.

Event description:
As reported, approximately 7 years post op the reverse tsa, this patient's right shoulder was revised due to dislocation and scapular spine fracture. There were no reported issues during the revision surgical procedure. Devices will not be returned per hospital policy. The patient was last known to be in stable condition following the event. Patient demographic information is reported as unknown. No additional information.

Manufacturer narrative:
This follow-up report is being submitted to relay additional and corrected information. The following sections were updated: h6. The following sections were corrected: h6.

Event description:
As reported, approximately 7 years post op the initial tsa, this patient's right shoulder was revised due to dislocation and scapular spine fracture.

Manufacturer narrative:
Pending evaluation. Concomitant device(s): 300-01-13 - equinoxe, humeral stem primary, press fit 13mm sn: (B)(4), 320-10-00 - equinoxe reverse tray adapter plate tray +0 sn: (B)(4), 320-15-01 - eq rev glenoid plate sn: (B)(4), 320-15-05 - eq rev locking screw sn: (B)(4), 320-20-00 - eq reverse torque defining screw kit sn: (B)(4), 320-20-26 - eq rev compress screw lck cap kit, 4.5 x 26mm sn: (B)(4), 320-20-30 - eq rev compress screw lck cap kit, 4.5 x 30mm sn: (B)(4), 320-20-34 - eq rev compress screw lck cap kit, 4.5 x 34mm sn: (B)(4), 320-20-42 - eq rev compress screw lck cap kit, 4.5 x 42mm sn: (B)(4), 320-42-00 - equinoxe reverse 42mm humeral liner +0 sn: (B)(4).